Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that during the procedure, the coating near the tip of the needle was peeled off. Thus the needle was replaced and the procedure was completed successful. No patient complications occurred. The device is not expected to be return as discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.